Manufacturer narrative:
Zyno medical has repaired and tested the device to full specifications on 05/04/2017. The pump is being returned to the customer.

Event description:
The pump was identified with a flow rate accuracy issue, a constant drip connect alarm issue, a lcd display issue, and a cosmetic issue during periodic maintenance testing on 05/03/2017. No patient was involved in this case.